Event description:
The customer reported having a damaged pump. Troubleshooting was performed. The customer stated that the back of the reservoir was coming off and she had to push back. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a cracked reservoir tube lip and a loose drive support disk.